Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which the customer followed successfully without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support again if any issues reoccur.